Event description:
During trouble shooting of a low drain volume alarm the caregiver (cg) stated that there was air in the patient line. The drain volume was 49ml. The baxter technical service representative (tsr) advised the home patient (hp) that they would need to start over with new supplies. The tsr assisted cg to end therapy. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the low drain volume alarm. The hp reported that the issue was resolved by starting over with new supplies. The cause of the air remains unknown. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was confirmed but due to lack of sample the root cause was undetermined.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.